Event description:
It was reported that "diminished augmentation and bad bpw". As a result, the iab was removed. No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.